Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump "burned his hand and melted the plastic around the charging port," despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 160 mg/dl.

Manufacturer narrative:
Alarm 30 issue was verified. Battery issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.